Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a high anterior resection procedure. The surgeon anastomosed the rectum of rs position using the circular stapler. After anastomosed, the surgeon tried to remove the device from the rectum, however, could not. Then the surgeon moved the device forth and retried to remove the device, however, could not. The surgeon checked the anastomosed tissue and noted that it was ruptured. Then extended the incision by more than three centimeters, resected additional tissue, and re-anastomosed the rectum with no problem. There was tissue damage. Less than 200 cc's of bleeding. The surgical time was extended by more than thirty minutes. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one device. A microscope examination of the device displayed nicks on the knife blade and cross cutting staple line marks were observed along the cutline impression in the cutting ring/mylar cover. One of the anvil retainer legs was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed primary knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Replication of the observed secondary anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.